Event description:
Received info from pt stating she was out of town, cannula fell out and did not have back up supplies with her. Pt was admitted to the hosp for dka.

Manufacturer narrative:
No product has been returned for eval. It is unk which infusion set was being used at the time of event. Should new info become available a f/u MDR will be submitted.